Event description:
A health care professional reported that between pt examinations with the cirrus hd-oct 4000, he observed that the instrument was emitting white smoke and the display screen was blank. He immediately unplugged the power cable and covered the instrument with a fire blanket. He subsequently removed the fire blanket and found that one of the instrument covers had been deformed and flames were visible. He used a foam fire extinguisher to put out the fire. It was reported that there were no injuries and the fire was confined to the instrument.

Manufacturer narrative:
The device, which was returned to the manufacturer, underwent an analysis of possible failure modes at a third-party lab. The lab determined that a tantalum capacitor failed and discharged a small extreme temperature particle that lodged in the insulation of a cable. The insulation of the cable acted as fuel for the resulting fire. (B)(4). Site contact: same as initial reporter.